Manufacturer narrative:
(B)(4). Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Functional testing identified an aggressive leak. The visual inspection, which was conducted with a microscope, found an edge cut in the eva material. The cause of the cut remains unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered post compounding at the receiving facility; however, this report documents no patient involvement or adverse events. No additional information is available.